Manufacturer narrative:
The apollo catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment, when opened the package the detachable tip of this microcatheter was detached on table itself. The patient was undergoing a treatment for an arteriovenous malformation (avm) with onyx embolization. When he opened the pack of this apollo microcatheter and take out the apollo microcatheter, detachable tip of this microcatheter was detached on table itself. Event happened prior to use in the patient.

Manufacturer narrative:
Device available, return date - additional information date manufacturer received - additional information type of report - additional information h2. Follow-up type - additional information device evaluation, device returned - additional information evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the apollo micro catheter was returned for analysis. It could not be determined if the apollo lengths met specification as the 3.0cm detachable tip was found to be detached. The detached apollo tip was also returned. An unknown residue was found with the apollo hub lumen, along the apollo catheter body and at the distal tip proximal and at the detachment zone. The ldpe coupling tube overlap length was measured to be within specification. The detached tip was found bent. The characteristic of the bend is consistent with shaping. An in-house mandrel was inserted through the detached tip without issue. An attempt was made to flush the apollo micro catheter; however, was found occluded. It is likely the apollo is occluded with the same unknown residue found with the hub. An in-house mandrel was inserted into the apollo distal lumen and became stuck at ~9.5cm. Based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of package¿ could not be confirmed. Although the apollo distal tip was found detached, it was evident that the apollo catheter was used; therefore, this is not an ¿out of box¿ failure as indicated by the customer. The investigation determined that there was insufficient information to determine the cause of the event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.